Manufacturer narrative:
(B)(4). Additional narrative: the sample was not returned to baxter for evaluation. Therefore, the reported condition of "reservoir ruptured" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause will be identified/addressed through the CAPA investigation, idc-CAPA-(B)(4).

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce infusor device had ruptured during filling. There was no patient involvement. No additional information is available.